Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure, or bent cannula, or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly.

Event description:
It was reported that the patient's blood glucose levels rose to 15 mmol/l (270 mg/dl) while wearing the pod between 24 and 36 hours. When removed from the insertion site (back), the patient realized that the pink slide never moved forward, indicating a needle mechanism failure had occurred. The patient also reported that the cannula was bent upon removal. As treatment, a new pod was placed and gave multiple boluses.